Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer changed the integrated multi-sensor technology (imt) sensor and primed all the fluids. The customer ran precision testing, quality controls and patient sample, all of which were acceptable. The cause of the discordant, falsely low sodium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was auto-repeated on the same instrument, resulting higher than the initial result. The sample was then repeated once on an alternate dimension exl instrument and twice on the same instrument, resulting higher than the initial and auto-repeat results. The repeat result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low sodium result.